Manufacturer narrative:
Unit passed displacement test, rewind and basic occlusion test. Unableto prime during prime/a33 test due to faulty fsr.(gold) motor was testedoutside the device and passed. No motor error alarm noted. Unable tocomplete functional test due to prime anomaly. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 22 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.